Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery. A non bsc stent was deployed and the f/g sterling otw 4.0 x 60/135 (4f) balloon catheter was used to post-dilate the stent. On the initial inflation to 6 atmospheres for 5 seconds, the balloon ruptured. The balloon was removed intact. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.